Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a bent pin on the blue serial port connector. The damaged port was unable to transfer data from the controller to the monitor. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the failure is a forced connection, which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The site reported that the patient came to the clinic visit without his backup controller. Another controller from the site was opened to program as the temporary backup; however, the controller would not complete the connection to the monitor. Multiple monitors and cables were attempted to be used with the controller; however it would not connect. The patient's wife brought the back up controller from home. There was no effect on the patient; the controller was not used.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare set of fully charged batteries and a spare back up controller available at all times. It further outlines that if there is a controller failure, the controller should be switched and damaged equipment should be reported to the manufacturer and inspected. Device has not been received.